Event description:
It was reported that the patient had a driveline power fault alarm. It was noted that the driveline had impaired integrity above the modular cable and was twisted below, with sharp kinks throughout. Attempts were made to untangle the modular cable, and the patient's ventricular assist device (vad) coordinator (vc) stated that they were planning to exchange it. Log files were submitted for review and captured multiple driveline power faults on (B)(6) 2025 starting at 04:47:38. There was no interruption in pump support during the events. The patient's modular cable and system controller were both exchanged, resolving the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis; however, the reported event of the modular cable being twisted was unable to be confirmed. Review of the log files revealed starting on (B)(6) 2025 at 23:37:17, intermittent pwr b broken faults activated due to the current sense online b dropping below the threshold amperage. On (B)(6) 2025 at 04:44:02, the pwr b broken faults triggered driveline power fault alarms to activate. The alarms did not resolve within the log files. Pump operation was not affected. The heartmate 3 vad modular cable (lot number 10233539) was not returned for analysis. No photos were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2- ¿system operations¿ and heartmate 3 patient handbook section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.